Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Caller wanted to page a local rep. Patient has pain and needs ins reprogrammed or checked before releasing her from hospital. When patient increases ins her legs get stiff, per caller. Caller indicated pain has been present for about one week. No further complications were reported.